Event description:
Per the clinic, the patient experienced skin complications due to MRI. Subsequently, the patient underwent a revision surgery on (B)(6) 2023, under general anesthesia in order to replace the internal magnet. The implanted device remains.